Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead experienced a lead safety switch (lss) due to a spike in the bipolar pacing impedance measurements of greater than 2,000 ohms. There were three episodes stored showing noise, due to the unipolar sensing configuration after the lss. Sensing was reprogrammed to bipolar. It was noted the pacing thresholds had been increasing over time since the device replacement procedure in 2015. No adverse patient effects were reported.